Manufacturer narrative:
During inspection and testing, service found the eyeshade was torn. In addition, the helicoid ran out of grease, there was dirt in the optics, and there was dirt in the display. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported distortion in the image from the main eyepiece. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the eyeshade was torn. This report is being submitted for the malfunction found during evaluation (torn eyeshade). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the eye shade is made of rubber, therefore, it¿s likely the tear was due to deterioration over time or handling such as pulling strongly. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿if an abnormality is found in chapter 7 of the instruction manual, it is stated that you should contact our sales office without using the device.¿ olympus will continue to monitor field performance for this device.